Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level of 500 mg/dl and treated with manual bolus. Customer needed assistance programming the insulin pump to be able to bolus. The insulin pump was not replaced or returned for analysis.